Event description:
It was reported that the device exhibited a leak. The event occurred during aseptic filling (compounding) of the device. There was no patient involvement and no patient harm.

Manufacturer narrative:
One sample was received for evaluation. The sample was received unused. Upon visual inspection, no discrepancies were found. During functional testing, a leak was detected in the medication bag. The reported issue was confirmed. No lot number was provided; therefore, a history record review could not be conducted.